Event description:
It was reported that during a device interrogation, 4 ventricular high rate episodes were in the observations but when an attempt was made to view the episodes, the message ¿invalid data¿ appeared. A file was saved to send to the manufacturer¿s engineers to see if there was any recoverable data in the file. The engineers found that there was some data available but it was not much more than what could be seen on the programmer. It was noted that the patient works around large magnets which may account for the corrupted data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. Performance data collected from the device was received; however, the data was corrupted due to the patient being exposed to large magnets.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.